Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: the pump's black box showed no evidence of short battery life. A voltage drop was observed in the pump's black box due to an unacknowledged replace cartridge warning for 7 hours. The battery compartment was found to be cracked. The pump was able to perform the prime steps with no issue.